Manufacturer narrative:
(B)(4). The insulin pump was received with a partially broken off piece of the reservoir tube lip. The insulin pump was received with a missing reservoir tube lip o-ring. The insulin pump was received with a loose retainer. The insulin pump was received with minor scratches on the display window, case and keypad overlay. The insulin pump passed the displacement test.

Event description:
The customer's mother reported via phone call that the insulin pump had a damaged reservoir compartment; the clear plastic ring was chipped. The patient's blood glucose at the time of incident was 394 mg/dl. During troubleshooting the customer stated that the reservoir was unable to click in properly. The customer's mother did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The insulin pump will be returned for analysis.